Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during a shoulder surgery the screw thread on the implant holder was apparently faulty and did not hold the button correctly. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. The complaint allegation was confirmed. One unpackaged ar-2372blo batch 15377982 was received for evaluation. Functional testing was not performed due to device damage. The visual evaluation revealed that the button inserter shaft threads were bent. The sutures and button were not returned for evaluation. Discoloration spots were noted on the handle. The most likely cause of the reported failure is user error, such as improper bone preparation, misalignment during insertion, or the use of excessive force.